Event description:
The customer observed a non-reproducible, higher than expected vitros tsh result for a single quality control sample processed on a vitros 5600 integrated system. A vitros tsh result of 0.74 miu/l vs. An expected result of 0.33 miu/l was predicted from the control sample. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred on a single quality control sample. The investigation was unable to determine a definitive assignable cause. Vitros tsh within run precision test results were within acceptance criteria demonstrating acceptable instrument performance. Historical tsh quality control results were acceptable prior to the event, indicating the vitros tsh reagent was performing as intended. The non-vitros quality control fluid in use at the time of the event or an unknown quality issue with the tsh reagent pack in use at the time of the event cannot be ruled out as contributing to the event. A definitive root cause for the event could not be determined.